Manufacturer narrative:
The customer determined that the issue was with the footswitch. The customer ordered a replacement footswitch. No sample is expected to return. A root cause has not been identified. (B)(4).

Event description:
A clinical supervisor reported that the footswitch was not responding during surgery. The footswitch was exchanged and the case was completed. The clinical supervisor reported that there was no harm to the pt.